Event description:
It was reported that during a da vinci myomectomy procedure, the monopolar curved scissors instrument was not recognized and would not mount. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was not able to verify the reported complaint. The instrument was checked for recognition on an in-house system and the instrument was successfully recognized. The pogo pins did not stick. The instrument was driven and moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was found to be fully functional. Additional observation not reported was instrument's tube extension had pad printing removed. No other damage was found. Failure analysis concluded that the damage was likely due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the extension tube pad printing removal found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.